Event description:
An advocate from (B)(6) called stating the patient was hospitalized for 6 days due to diabetic ketoacidosis. Details regarding treatment were not provided. Although the cause of this incident was determined to be due to improper care for his diabetes, the caller (also the new care giver) has since questioned the accuracy of the patient's contour next. There had been steam inside of the meter screen. There were no details as to why the accuracy was questioned. The patient was given new meters. Strip information was not provided. The meter was expected to be returned for evaluation.

Manufacturer narrative:
The returned meter showed signs of fluid intrusion . The meter functioned properly but the fluid would compromise the circuit board and affect the date and time.